Event description:
Laboratory technician was operating lab tech analyzer in 2003. Lab tech reported that the wash head component, during operation, fell off its transport mechanism causing pt samples to be splashed onto their face. Adaltis was served with a legal complaint in 2004, asserting that the lab tech was diagnosed as having a communicable disease.